Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during preparation of a cup screw, the 35mm pinnacle drill bit broke during use inside the patient. The surgeon elected to leave the broken piece of the drill bit inside the patent - citing that trying to remove it would cause greater harm to the patient than leaving the piece inside the bone. The product was certainly noted as being deficient because it broke during use. No surgical delay.